Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient was advised to reset the device and the outcome was unsuccessful. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device failed the exterior visual inspection when performed. The usb interface was damaged and the usb connector was observed to be disconnected from the printer circuit board. Functional testing was attempted, however, the receiver showed no response. Due to the condition of the returned device, the root cause was unable to be determined.